Manufacturer narrative:
The customer reported a complaint that "the thermogard xp ivtm system (B)(4) displayed tcmid:05 (coolant diff failure) error message" was confirmed during the functional testing and based on the review of the event log. The root cause for the reported complaint was found to be due to a defective lm 34 temperature sensor, likely attributed to a defective component. Upon visual inspection, no device malfunction was observed. The event log review indicated several tcmid:05 error, thus confirming the reported complaint. The lm 34 temperature sensor was checked and determined to be defective. The lm 34 temperature sensor was replaced to address the customer's reported complaint. After replacing the lm34 temperature sensor, the thermogard system passed the functional testing without any error. Following service, the thermogard xp ivtm system passed the final functional test without any error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard system with sn (B)(4).

Event description:
During the ivtm therapy, the thermogard xp ivtm system (B)(4) displayed tcmid:05 (coolant diff failure) error message. The customer provided no further information. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided.